Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the guidewire were encountered. In 2005 the taxus express2 2.5 x 24 mm drug eluting stent was deployed in the targeted lesion and then completely deflated. The physician then tried to remove the balloon but it had become stuck on the terumo crosswire guidewire once inside the guide catheter. The system was successfully removed as a unit. There were no reported patient complications.